Event description:
Customer reported system is displaying a charger failed error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the filament driver board needed to be replaced. The customer will replace it at a later date.